Manufacturer narrative:
(B)(4). The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. If additional information becomes available, a follow up report will be submitted.

Event description:
Product surveillance contacted the caregiver (cg) on (B)(6) 2012 regarding an unrelated issue. The cg stated that the home patient (hp) had been sick with peritonitis and was hospitalized twice within the past two weeks. Follow-up information received from global pharmacovigilance stated that according to the nurse the hp was hospitalized from (B)(6) 2012. Peritoneal dialysis therapy was ongoing. The hp was constipated and was picking at scabs and that may have been the cause of the peritonitis but the rn is not sure. The hp was treated with cefazolin 1g, ip for 12 days. The rn stated that the hp had been readmitted to the hospital from (B)(6) 2012 for gastroenteritis. The hp was not retrained because the nurse has not seen the hp due to the hospitalization. The peritonitis was not related to the homechoice device, disposables or solutions, per the rn. The hp is reportedly recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. An investigation is currently under way; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.